Event description:
Patient had a heartmate 3 left ventricular assist device (lvad) implanted on (B)(6) 2022 with a chronic driveline infection with mssa(meticillin-sensitive staphylococcus aureus) ((B)(6) 2022) and candida alicans ((B)(6) 2022). Patient had many side effects from the antibiotics to treat the lvad driveline infection and eventually he was not able to tolerate them. Patient transitioned to hospice and passed away at home (B)(6) 2024. Patient experienced a serious adverse event that was device related (uncontrolled driveline infection).